Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced two infusion sets tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 36 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.